Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker was explanted and replaced due to nonspecific product performance issues. This product has not been returned for analysis. No adverse patient effects were reported.